Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter could not be inflated. A new foley catheter has been unpacked to use. Per follow up via regional partner on (B)(6) 2020, the foley has been discarded by the institution, so they could not confirm whether there was any damage found on the balloon of the foley catheter.

Event description:
It was reported that the balloon of the foley catheter could not be inflated. A new foley catheter has been unpacked to use. Per follow up via regional partner on 14dec2020, the foley has been discarded by the institution, so they could not confirm whether there was any damage found on the balloon of the foley catheter.

Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Based on the attached photo sample, the reported event could not be confirmed as only photo sample is provided. However, the potential root cause for this failure mode could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be served. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.